Event description:
It was reported that during a diagnostic cardiac catheterization procedure removal difficulties occurred. The physician advanced the expo guide catheter to the aorta. During the procedure, the 'primary' end of the catheter kinked and the physician was unable to advance or remove the device. The physician advanced a snare and removed the catheter outside of the patient. A different device was used to complete the procedure. No patient complications were noted and the patient's status was reported as 'ok'. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer: the returned product was received with no original packaging or other devices. A visual examination did not reveal any visible blood or contrast on the inner or outer surfaces of the device. A kink was noted 5.5cm from the tip. Examination of the material surrounding the kink did not reveal any evidence of material or manufacturing deficiencies that could have contributed to the damage. A microscopic inspection of the remainder of the device did not reveal any other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a diagnostic cardiac catheterization procedure removal difficulties occurred. The physician advanced the expo guide catheter to the aorta. During the procedure, the "primary" end of the catheter kinked and the physician was unable to advance or remove the device. The physician advanced a snare and removed the catheter outside of the patient. A different device was used to complete the procedure. No patient complications were noted and the patient's status was reported as "ok". Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4).